Event description:
During routine testing of the device, the service technician reported error code cf08 occurred. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.